Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample did not meet specification as received by (B)(4). A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the blue insulation on the jaws is melted. The clear insulation on the device is damaged. The reported condition was confirmed. No voids or cracks were found in the insulation. Engineering reproduced the failure by activating the monopolar function for an extended period of time when tissue is within the jaws or if the side or back of the jaws is in contact with tissue, which causes energy to flow through an alternate path other than the monopolar tip. The investigation identified the root cause of the reported event to be user error. The IFU states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. An additional failure was found during the investigation; clear insulation is damaged. The additional findings did not contribute to the reported condition; however the sample failed hi-pot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device melted during use. Nothing fell off of the device and there was no patient injury.